Event description:
Patient with deafness related to usher's syndrome. The second device was implanted in 2006 for use of bilateral cochlear implants, and has never functioned well. This is a ceramic internal device, the med-el pulsar, and is believed to have an electronic soft failure.